Event description:
During a routine shift check by a clinician, the device did not power up. The device had been left without the defib pads plugged in. Complainant indicated that there was no pt involvement in the reported malfunction.